Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were observed for various parameters. The battery data was 2.64v, 77ua and 1 kohm. The device appeared to be pacing prior to the patient being sent home. The device was later replaced.